Event description:
It was reported that the user¿s libre sensor for the ilet system failed to pair and produced repeated scan errors and a check sensor alert despite rescanning and restarting the pump, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet system, consistent with a communication failure traced to the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.